Event description:
Pt reported experiencing elevated blood glucose, 400 mg/dl (normal = 100-150 mg/dl) for the past week. Pt stated they attempted to self-treat by adjusting their basal rates, per their dr's instructions; however, their blood glucose remained elevated. Pt's device did not generate any error messages.